Event description:
It was reported that prior to the start of a da vinci-assisted nephrectomy surgical procedure, the customer encountered an error on the universal surgical manipulator (usm) 1. Customer performed a couple emergency power off attempts with no change. Customer would swap out the patient side cart (psc). The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) 1 to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm1 was analyzed and found the low alarm error (check cabling), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a fixture test platform (pftp) where all relevant testing was passed within specification. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the acm pca.